Manufacturer narrative:
The lead was removed with a laser sheath and was returned. Upon receipt, the lead was found cut 16 cm distal to the df4 connector pin. A proximal and a medial fragment were received for analyis. Inside the medial fragment an explantation aid was found. The distal part of the lead including the rv shock coil and the lead tip were missing. With regard to the issues mentioned in the complaint description, the lead fragments did not show any deviations from the technical specifications. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that there was noise at an nst episode on the holter of hm data. Also, other episodes of noise-like waves were confirmed. At this moment, there was no abnormality of the impedance, sensing and thresholds. The patient visited to the hospital and programmer data will be obtained.